Manufacturer narrative:
This device is not available for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a shunt percutaneous transluminal angioplasty (pta) the .018 slalom pta hp 40 (4 x 4) balloon catheter (bc) was inserted for a second time to inflate and it ruptured at 10 atmospheres in the lesion with the grafting bypass. There was no reported patient injury. It was replaced with a new balloon catheter (same size), and the procedure was finished successfully. The product was clinically used, and it will not be returned for analysis. The target lesion was reported as the shunt. The target vessel level of tortuousness, calcification, and rate of stenosis are unknown. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion- during a shunt percutaneous transluminal angioplasty (pta) the .018 slalom pta hp 40cm (4 x 4) balloon catheter (bc) was inserted for a second time to inflate and it ruptured at 10 atmospheres in the lesion with the grafting bypass. There was no reported patient injury.  It was replaced with a new balloon catheter (same size), and the procedure was finished successfully. The target lesion was reported as the shunt. The target vessel level of tortuousness, calcification, and rate of stenosis are unknown. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional investigational questions were answered as unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17248802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event but are unknown. According to the instruction for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.